Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the epg (external pulse generator) was sent back previously on a repair order for a broken ventricular connector. When it was returned from repair, it was tested and found that the ventricular mode would not sense. The epg was returned to verify operation and for follow-up warranty repair. There was no patient involvement.